Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the serial number has been changed to (B)(4) for svn 000309734213 and material has been changed to mmt-523lnah for svn 000309734213.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and nausea. The customer states they delivered 10 units manually before call and blood glucose level was over 600 mg/dl and treated with manual injection. Customer was assisted with troubleshooting for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contacted their health care professional regarding the high blood glucose. The devices will not be returned for analysis.